Event description:
The customer reports the distal end is too sharp causing the suture to snap. It happened three times during one surgery. The surgery was delayed approx 45 mins but no adverse consequences were reported with the pt. This device is used for treatment.

Manufacturer narrative:
Eval revealed the device frays suture. The inside break edge was measured and found within specs. Review of device history revealed nothing relevant to this event. This device has been in used for approx 2 yrs. The cause of the event remain unk and this is the first complaint of this type for this part/lot combination. Arthrex will continue to monitor the condition reported.